Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) was isolated to a broken white (drvn_gnd) wire from the connection to the ECG a&b¿ cable in the distribution node. Upon investigation the electrode belt did not pass a detect and treat test. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt delivers a pulse below the lower limit.